Manufacturer narrative:
An engineering analysis of the subject device is currently being performed.

Event description:
It has been reported to us that the tip of the device detached and remained on the guide wire. The physician inserted the catheter and started to advance but felt resistance. When the physician removed the catheter, the distal tip of the catheter was detached and remained on the guide wire. The wire and separated section was removed from the pt. A second catheter was used to complete the case.